Manufacturer narrative:
Additional information was received regarding the implant date, patient demographics, and device information, which have been added to sections a, d, and h of this report. Product analysis: upon receipt at medtronic's quality laboratory, all valve leaflets were slightly stiff but flexible, except where host tissue extended on the inflow. Tears and abrasions in the lunula and/or belly of all cusps were determined to be due to contact with the bias cloth along the outflow rails and/or long suture tails. A small tear through the free margin of the non-coronary cusp was determined to be due to contact with the bias cloth along the non-coronary left stent post. All commissures were intact. Pannus lined the sewing ring on the inflow, over the tissue and base stitching adjacent to all cusps, to the inflow margins of attachment, into all inferior coaptive areas, and 1 to 5 mm onto all cusps, significantly reducing the inflow orifice area. Pannus remained attached to the sewing ring on the outflow, extending to the outflow rails adjacent to all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the high gradient / stenosis are likely to be attributed to host tissue (pannus) overgrowth which could lead to insufficient effective orifice area and/or immobile leaflet and compromised forward flow. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Event description:
Medtronic received information that a few years post-implant of this bioprosthetic valve (implant date and serial number unknown), the device was explanted and replaced with another valve due to high pressure gradient (110-120mmhg) and stenosis. A new valve was implanted. No adverse patient effects were reported. The explanted valve will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional details regarding this case have been unsuccessful. The product has been returned for analysis. Analysis and investigation are ongoing. A supplemental report will be filed upon completion of analysis and investigation. (B)(4).